Manufacturer narrative:
The instrument has not been returned. A follow-up MDR will be submitted upon receipt and evaluation of the instrument. As indicated in the case notes, all broken instrument components were successfully retrieved from the patient.

Event description:
It was reported that during the da vinci prostatectomy procedure the yellow piece on the distal tip of the permanent cautery hook instrument broke off while the surgeon was attempting to dissect tissue. The broken pieces fell inside of the patient and were retrieved. The instrument was removed and the planned surgical procedure was completed with a replacement instrument of the same type and without significant delay. No pt harm, adverse outcome or injury was reported.